Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? Yes by pushing the handle forward if no: was the device on a vessel/artery when it would not open? No if yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No.

Event description:
It was reported that during an unknown procedure, the device jaws got stuck closed. No details of the case, date, or how he completed the case provided. There were no patient consequences reported.